Event description:
This lead was explanted due to intermittent loss of capture. The patient was downgraded to a pacemaker so this lead was replaced with a pacing lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.